Event description:
Caller reported an ongoing low blood glucose event of 47 mg/dl, but by the end of the call, they indicated the issue had been resolved. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, inquiry, or follow-up, and no further action was required.